Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that the autopulse device displayed a user advisory message of ua 07 (discrepancy between load 1 and load 2 too large). Add'l info was rec'd indicating that the autopulse was used on a cardiac arrest, however it did not fail. Review of the archive indicated that a user advisory 07 was observed on (B)(6) 2013, not on the date of occurrence reported as (B)(6) 2013. No add'l details were provided. No adverse pt sequelae was reported.